Manufacturer narrative:
Investigation is in progress. A follow-up report will be filed upon the completion of the investigation. Cn- (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample was tested twice on cobas liat (sn: 21370) and generated positive results for sars-cov-2. The sample (unknown if same sample or recollection) was tested on a different cobas liat (sn: 18777) which yielded a negative result. Information regarding which results were reported out and if harm was alleged is pending. An investigation has been initiated and is ongoing. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
B6- added date of retest run on sn: (B)(6) and same sample information. B5- added sample info (run #1744), reporting information and harm. Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The most likely cause for the discrepancy observed is due to the samples having a low viral load, either from a patient with a low titer or from lab cross-contamination. Note that samples near or below the lod of the test may generate wavering results on repeat testing. (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from taiwan alleged discrepant results for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample was tested twice on cobas liat (sn: (B)(6)) and generated positive results for sars-cov-2. The sample (same sample) was tested on a different cobas liat (sn: (B)(6)) which yielded a negative result. Negative results were reported out. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.